Event description:
Report received from (B)(6) which states: "cutter does not cut, work correctly. Unsatisfactory cutting quality and unusual working noise. No patient impact."

Manufacturer narrative:
The device has been requested for evaluation; however has not yet been received. Sterilization and lot history records were reviewed and no exceptions were found.